Event description:
Customer's father reported initial glucose reading of 70 mg/dl. Two hours later, the customer's blood glucose was 426 mg/dl. The customer noticed that the cannula had kinked, and that the adhesive had lifted a little. The pod was worn for over 2 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications records were reviewed and the product lot met all acceptance criteria.